Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the battery compartment was cracked in two places. During investigation, the pump alarmed with a call service (cs 069) while powering on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to these issues, the keypad cover was found to be peeling up near the contrast button. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked in two places. Evaluation also revealed that a language corruption had occurred at a component on the printed circuit board resulting in a call service alarm. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.